Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient was revised due to pain. Receipt of ppf and sticker sheets received. In addition to what were previously alleged, ppf alleges pseudotumor, loosening of cup, metal wear/metallosis and elevated metal ions. Doi: (B)(6) 2010 - dor: (B)(6) 2016 (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not bsynthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6 (device). Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) used to capture (medical device removal).

Event description:
Update ad 04 mar 2019: (B)(4) has been re-opened due to the receipt of pfs and medical records. Pfs alleges walking difficulty. After review of medical records, patient was revised to address failed metal on metal hip replacement and loose acetabular component. Revision note reported scar, presence of debris, thick walled capsular pseudotumor, loose acetabular component, metallosis, corrosion of the taper, small cyst; and the superior acetabulum and the ischium portion had fracture off.